Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a spontaneous report by a nurse from (B)(6) of peritonitis and patient malnourished coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. Hospitalization was not required. On an unreported date, the patient began treatment with vancomycin 1 gm ip and amikacin 500 mg ip once a day. The root cause of the peritonitis was reported as malnourishment with serum albumin of 1.6 gm/dl. The outcome of peritonitis was reported as unknown. The outcome of malnourishment and action taken with dianeal was not reported. Causality assessment for the adverse event of peritonitis to dianeal therapy was unrelated. The causality assessment for patient malnourished to dianeal therapy was not reported.